Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing a whitescreen error was not displayed; however, a review of the device history indicated a whitescreen error. This was due to the som2 hardware module. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, after the device was powered on, the device alarmed with a whitescreen error. There were on reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.